Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer was not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a smart drawer 3.1 on main had failed, unable to recover or open the drawer at all. A field service engineer (fse) logged into diagnostics and found a drawer to be missing. The fse opened the back and found no lights on the inner board. The fse replaced the retractor band in the half-height controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.